Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary three photos of a 32g x 4mm pen needle sample were returned from lot. No. 9352154, cat. No. 320559. Visual examination of the returned photos was carried out and a broken patient end of cannula and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "this incident occurred in the hospital ward in the morning on (B)(6) 2020. After priming, the patient subcutaneously injected insulin into the abdomen using bd micro-fine pro 32g×4mm (320559 with lot #9352154), with the nurse¿s support. When the needle broke off remains unknown but the hcp noticed that the needle was missing when he/she was ready to discard the needle. (Noticing that there was no remover used to discard the needle at hand, the hcp put the uncovered needle on the tray and walked to the nurse station. When attempting to remove the needle with the remover, the hcp noticed that the needle was broken.)"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx broke at the cannula during use. The following was reported by the initial reporter: "this incident occurred in the hospital ward in the morning on (B)(6) 2020. After priming, the patient subcutaneously injected insulin into the abdomen using bd micro-fine pro 32g×4mm (320559 with lot #9352154), with the nurse¿s support. When the needle broke off remains unknown but the hcp noticed that the needle was missing when he/she was ready to discard the needle. (Noticing that there was no remover used to discard the needle at hand, the hcp put the uncovered needle on the tray and walked to the nurse station. When attempting to remove the needle with the remover, the hcp noticed that the needle was broken.)"